Event description:
It was reported that a patient underwent intraocular lens implantation for cataract in the left eye. A crease was observed near the center of the optical part of the lens, specifically not in the center of the pupil area, and the lens was not replaced. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided.section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explantedsection e1: reporter: first/given name: unknown/ not providedsection e1: reporter: middle name: unknown/ not providedsection e1: reporter: last name: unknown/ not providedsection e1: reporter: email address: unknown/ not providedsection e1: reporter: address: address - line 1: unknown/ not providedsection e1: reporter: address: address - line 2: unknown/ not providedsection e1: reporter: address: city: unknown/ not providedsection e1: reporter: address: state, province, or territory: unknown/ not providedsection e1: reporter: address: post office or zip code: unknown/ not providedsection e1: reporter: address: telephone number: unknown/ not providedsection h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.